Event description:
False negative result (s). Four out of five people with symptoms in our family got negative results. Even tried retesting a few days later (after confirmed positive through other brand) and still negative.